Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has his inflatable penile prosthesis (ipp) previously removed due to infection. The patient underwent surgery and a new ipp was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.